Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 387 mg/dl; cause was unknown. ER ran tests, however customer received no treatment. Customer was discharged the next day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.